Event description:
The customer reported image noise and a scope connection problem during inspection for use involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
E1 address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.